Event description:
"S/p r mrm for stage I ca, has been ned since. Pt had staged reconstruction with r expander followed by replacement with a 310cc gel and l augment with 235cc for symmetry (surgiteks). Has never been very symmetric but the asym has particularly worsened in the last 2 yrs to the point where it is visible in clothing, no padding. The breasts have softened since a mammogram and are sometimes painful, particularly at night (can awaken). Desires correction of asym and would also like to be smaller. In addition, pt c/o systemic sx's x 3-4 yrs, including arthralgias/myalgias, paresthesias, swelling, fatigue, sleep disturb, sore throats, lo grade fevers, hot flashes/sweats, ha's, dizziness, anxiety, rashes, cp/sob/costochondritis, choking sens, wgt gain and gi disturb. Pt is otherwise healthy."